Manufacturer narrative:
While no serious injury resulted int his event, there has been previous report received within the past two years involving post breakage that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a x-post was "frayed at the apical end." The broken piece was retrieved.